Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 570 mg/dl on 12/21/2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.